Event description:
It was reported that the upon interrogation the pulse generator exhibited a diagnostics anomaly. The patient was asymptomatic. No additional information was reported.

Manufacturer narrative:
(B)(4).